Manufacturer narrative:
Section a1: patient identifier was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump and system controller data was unable to be downloaded to the heartmate touch. The controller and heartmate touch functioned normally otherwise. The controller was exchanged to download pump data with the heartmate touch which was successful.